Event description:
The accu-chek machine (control no. 37850) was used to check the patient's blood sugar. The first result was 344 mg/dl. The test was repeated with same machine (control no. 37850) to confirm result and the result was 119 mg/dl. Then the test was repeated with another machine (control no. 37400) and the result was 240 mg/dl. A stat glucose was drawn and sent to lab and the result was 99 mg/dl. Control test was done and both machines passed. Accu-chek strips lot number matched the key. The patient was not on IV fluids at the time and is not a dialysis patient.